Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing low blood glucose of 40 mg/dl. Customer reported issue with calibration not recording. Troubleshooting was done and determined the sensor was calibrating correctly. No further information reported.